Event description:
It was reported that the patient received inappropriate therapy due to electrocautery during surgery unrelated to the system. The physician then used a magnet to disable hv therapy. Follow-up indicated the device was in backup vvi mode and could not be interrogated. A device code was downloaded successfully. The patient condition is stable.